Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are rupture: not observed. As per the investigation procedure, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "inter-capsular rupture". The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "inter-capsular rupture". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side "inter-capsular rupture". The device has been explanted and replaced.